Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 410 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons functioned properly. However, moisture damage on keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.